Manufacturer narrative:
A lead revision was performed and this lead was capped and successfully replaced with a competitor's lead. The associated device remains implanted and in service. There were no adverse patient effects reported in association with the surgical procedure. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with pacing impedance measurements above 2,500 ohms. A revision was performed and when this lead was tested on the pacing system analyzer (psa), all measurements were within normal range. The pacemaker was replaced and this lead was then connected to the new device. Once again, all measurements were normal. At the next follow up, it was then discovered that this patient had a minor infection. A course of antibiotics were administered and no surgical intervention was needed. However, it was also noted that there was noise oversensing on several stored electrograms. This patient is not pacemaker dependent and the oversensing did not result in any pauses in pacing. The physician elected to not change any programming and to re-evaluate the device at the next scheduled follow up. During this second follow up visit, lead measurements were obtained and the pacing impedance measurement was above 2,500 ohms in bipolar configuration but within range in unipolar configuration. A review of the daily measurements showed that the pacing impedance measurements have been above 2,500 ohms over the past week. No other adverse patient effects were reported.

Manufacturer narrative:
The lead configuration was changed to unipolar and all measurements were within normal range. Isometric exercises were performed and no noise was observed. At this time, this lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.